Manufacturer narrative:
An RMA has been issued requesting to have the large needle driver instrument returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). The sequence # was not provided as part of the product information. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a cable broke on the instrument resulting in fragments falling inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. Although there was no patient injury as a result of the event, if the malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy with lymph node dissection procedure, the large needle driver (lnd) instrument's cable broke inside of the patient's body. The broken fragments were retrieved during the same procedure. The procedure was completed using a backup lnd instrument with no adverse effect or injury to the patient. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.